Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat two pulmonary arteriovenous malformations (avm's) using ruby coils. During the procedure, the physician successfully deployed and detached a ruby coil into one of the vessels using a lantern delivery microcatheter (lantern). The physician then wanted to treat another branch using a new ruby coil. However, while attempting to advance the ruby coil through the lantern, the physician experienced resistance and inadvertently bent the ruby coil pusher assembly. Therefore, the ruby coil was removed and the procedure was successfully completed using a new ruby coil and the same lantern. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.